Event description:
The male patient received a 3.0 x 13mm cypher stent in the ramus. In addition, the patient also received a zeta and pixel stent. It is unknown if the stents were overlapping. Over three years later, the patient required a triple bypass due to blockage in the ramus. The patient had been complaint with his plavix at the time of the event.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.